Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, noted that the screw was broken. Functional testing was not performed due to the damage to the screw. The overall length per drawing for ar-9145-30 is 30 mm; it was returned 9.64mm of the screw. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause can be attributed to improper bone preparation, prying, leveraging the screw during insertion, or excessive use of force in placing or fastening the screw.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an eclipse prosthesis surgery the screw broke off when it was screwed in. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery. (B)(6) 2023 update dw: further information were provided that the head of the screw broke off when the screw was inserted around 50%. The broken head of the screw was retrieved out of the patient. The surgeon was not really satisfied but the construct appeared to be stable and therefore the surgery was finished successfully.